Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the three photos showed the product out of the original packaging and before use. A dark piece of particulate is visible in the area of the top of the header cap. It is not clear in the photos whether it is a loose particle, such as fiber residue, or a scratch on the surface of the end cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "foreign matter in sealant" was observed in a revaclear 400 prior to use. There was no patient involvement. No additional information is available.